Event description:
The customer reported that after one seal cycle, the device would no longer open. Tissue around the jaws was excised to remove the device. Another device was used to complete the procedure without issue. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.